Manufacturer narrative:
E1. Initial reporter first name: (B)(6) h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd vacutainer® sst blood collection tubes, there was poor barrier separation of an unspecified number of samples. In addition, a false reactive hiv test result occurred. There was no report of patient impact.

Event description:
It was reported that during use with the bd vacutainer® sst blood collection tubes, there was poor barrier separation of an unspecified number of samples. In addition, a false reactive hiv test result occurred. There was no report of patient impact.

Manufacturer narrative:
Investigation summary : bd had not received samples, but 6 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was not observed. The 3 photos showing the barrier formation show that the gel barrier is intact, without excess red blood cells. Erroneous results cannot be evaluated through photos. Further clinical testing could not be conducted as bd clinical laboratories are unable to test for hiv and fta under current guidelines. Infectious disease assays, in this case hiv and fta testing, are excluded from bd clinical laboratory protocols. Additionally, 200 retention samples from bd inventory were visually inspected with no issues identified. Complaints for sample quality are under statistical control for the month of february 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes poor barrier separation and erroneous results.. .bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.